Event description:
Removal of ganglion cyst. Physician used 4-0 vicryl suture subcuticular skin closure, 7 days later the patient developed erythema and blistering of the foot, was hospitalized for allergic contact dermatitis. Received antibiotics, prednisolone, local wound care foot improved and patient was discharged from the hospital. Thin adhesive strips which can be used to close small wounds was also were used post operative.